Manufacturer narrative:
(B)(4): evaluation was not possible, as the device has not been returned. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. A device history review could not be conducted as the lot number was unknown. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation.

Event description:
Damaged or broken component guide wire from hip pac snapped when the cannula driver was inserted over the top and attempting to push through the capsule

Manufacturer narrative:
Patient age reported to be in their (B)(6).

Event description:
Additional information received indicated that the procedure was converted to open and a grasper was used to remove the broken guidewire. Another wire from the same pack was used to complete the procedure. An additional thirty minutes was added to the procedure in order to retrieve the broken piece.